Manufacturer narrative:
Root cause determination is pending an investigation. Investigation is pending the return of the device.

Event description:
User reported that the arterial occluder would not fully close and they had to use a clamp. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Root cause determination is pending an investigation.

Event description:
User reported that the arterial occluder would not fully close and they had to use a clamp. There was no patient harm; however, spectrum medical considers this type of event to be reportable.